Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited high impedance. The rv lead was explanted. It was also reported that the right atrial (ra) lead was fractured, measured high impedance, and exhibited noise oversensing. The ra lead was explanted. No patient complications have been reported as a result of this event.